Event description:
A medtronic representative reported that during a shunt procedure the navigation system was intermittently tracking. The medtronic representative reported the registration was successful and worked normally with no tracking issues initially. During the procedure the site reported the patient tracker and stylet instrument would flicker while in use. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was declined to be provided by a site registered nurse. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No parts have been received by the manufacturer for analysis.